Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A labeling review will not be performed as the product code is unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous consumer report from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred. On (B)(6) 2010, the patient began remedial therapy with fortum (2gm, daily, ip) and reflin (2gm, daily, ip). On (B)(6) 2010, the patient was diagnosed with peritonitis. Dianeal therapy was reported as ongoing. It was not reported whether the patient was retrained; therefore the outcome for the event of break in aseptic technique was unknown. The outcome for the event of peritonitis was unknown. The reporter believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.